Event description:
The nurse found the extension catheter broken while drawing drugs.

Manufacturer narrative:
The sample received showed that the separation occurred at the winged inserter and tubing junction. Additional information has been requested from the reporter. The unit has been received and is currently being decontaminated. Upon completion of the investigation, a supplemental report will be submitted. (B)(4)